Event description:
It was reported that implants using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case logs revealed that the root cause of the misplaced implant at l4-r is likely skiving. Since the user opted to use freehand placement of the implants, excelsiusgps would not be able to detect excessive deflection forces in the case files. However, it was reported that "there was some issue in keeping the long drill on trajectory" and there "seemed to be significant skive at most trajectories". Additionally, only one implant was misplaced, which can be symptomatic of skiving. Skiving can lead to the misplacement of screws. The l4-r implant was removed and replaced with no reported adverse effect to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained.